Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Associated device 614638 locking screw variax full thread 3.5mm / l38mm lot unk.

Event description:
It was reported the surgeon used drill bit without tissue protector and inserted screw under power and a piece of sharp metal came out of plate. The surgeon grabbed the piece and it stuck him through 2 pairs of gloves.